Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinician narrative an impella 5.5 was placed via direct aortic access in a 67-year-old male. The patient presented for elective coronary artery bypass grafting with known coronary artery disease. At the time of support, the patient was classified as scai stage e cardiogenic shock and was receiving inotropes, vasopressors, and mechanical ventilation for respiratory support. Prior to device placement, the left ventricular ejection fraction was 15 percent. The starting activated clotting time was 400. Baseline hemoglobin was 12.6, hematocrit was 37.1, and platelets were 93,000. During the course of care, suspicion was raised in the setting of cardiac surgery with significant coagulopathy requiring multiple transfusions. The patient experienced a major bleed requiring transfusion. Impella flow and pressures were reported as unchanged throughout the event. The clinical context included elevated activated clotting time and thrombocytopenia at baseline, which may contribute to bleeding risk in the perioperative cardiac surgery setting. Major bleeding and transfusion are recognized risks in patients undergoing coronary artery bypass grafting, particularly in the presence of coagulopathy, elevated anticoagulation parameters, and thrombocytopenia. Based on the available information, the reported event is consistent with known procedural and patient-related risk factors in complex cardiac surgery, and no information was identified to suggest that the device caused or contributed to the reported event. The patient survived.

Manufacturer narrative:
Updated information: d6b explant date added.

Manufacturer narrative:
Updated information: d9 device return date added g1 MFR contact fax number added.

Manufacturer narrative:
Major bleed/ppae: the cause of the injury was not determined due to insufficient clinical details, no product defect found during evaluation.